Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# 08-0836-7, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon at an unknown dose and concentration via an implantable pump for spinal cord injury. It was reported despite increasing and decreasing the dosage or changing to flexible settings, the patient complained that the effect was weakened in (B)(6) 2018. When CT images were taken, catheter fracture was observed about 2 cm from the anchor part of the spinal side catheter. Therefore, a catheter replacement procedure was scheduled for (B)(6) 2018. The outcome of the event was ¿unrecovered¿. The causality of the event was related to the catheter. It was unknown if the causality of the event was related to the surgical procedure. The causality of the event was not related to the drug, pump, or programmer. The physician¿s assessment noted that ¿the fixing of the anchor might have a problem. The cause was possibly that the patient worked and moved a lot.¿ no further complications were reported.

Manufacturer narrative:
H6: conclusion code 22 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via daiichi. I was reported that the patient¿s underlying disease was a spinal cord injury (spinal origin) and spastic cerebral palsy (brain origin). The date of onset of the patient¿s underlying disease was ¿unknown (1997)¿. The catheter was fractured. The tube on the spinal side deviated into the spinal canal an d could not be retrieved. Since the patient had no symptoms, laminectomy was not performed and the patient was placed under observation. The tube remained in the patient¿s body and a new tube was set up. The catheter was replaced. The drug was not changed. The patient recovered on 2018-(B)(6). It was noted that the causality of the event was related to the catheter and the surgical procedure. The patient did not experience overdose, withdrawal symptoms, or resistance. It was noted that the ¿date of incidence¿ was 2018-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# 08-0836-7, implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that a segment of the catheter was able to be explanted but would not be returned because it was discarded by the customer. It was also clarified that the report of "the tube on the spinal side deviated into the spinal canal" occurred before the replacement procedure.